Event description:
The customer reported that the ventilator went vent inop with a data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed error when the data acquisition to motor controller was touched. The customer reported there was no patient involvement.